Manufacturer narrative:
Consumer left a review on amazon.com stating they received a false negative test result. The consumer did not provide a lot number or other product information. Orasure technologies,inc. Is unable to contact the consumer directly per amazon directives. Not further action is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left a review on amazon.com stating they tested negative with inteli swab but received two positive results using another brand of tests amazon.com review I finally needed to use these- I bought 4 boxes, and while out of the first box 1 gave me a negative result and the other one gave me no result. I used another brand and received a positive result. Tested with the other brand again and got a positive result.. So clearly, I don't trust these now an wanted to return the other 3 boxes only to find my return window closed 1 week ago... I guess that will teach me not to buy more than one before trying the initial product.

Event description:
Consumer left a review on amazon.com stating they tested negative with inteliswab but received two positive results using another brand of tests. Amazon.com review: "I finally needed to use these- I bought 4 boxes, and while out of the first box 1 gave me a negative result and the other one gave me no result. I used another brand and received a positive result. Tested with the other brand again and got a positive result.. So clearly, I don't trust these now an wanted to return the other 3 boxes only to find my return window closed 1 week ago... I guess that will teach me not to buy more than one before trying the initial product."